Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery for fracture of shaft of humerus. During the surgery, when using a radiolucent drive, the sales rep mistakenly handed the wrong drill bit to the surgeon. The surgeon was going to fix distal holes of a nail with 3 locking screws, but the most distal hole was drilled with the wrong drill bit and the hole became too big for a locking screw. The most distal hole was unable to be locked with a locking screw. As a result, the distal holes of the nail were fixed with only 2 locking screws. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity 3). Unknown drill bit (part# unknown, lot# unknown, quantity 1). Unknown radiolucent driver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 7mm ti multiloc humeral nail left/cann/180mm-sterile. This report is 1 of 1 for (B)(4).